Manufacturer narrative:
Additional information was received which indicated that an echocardiogram performed one day following the valve implant identified moderate paravalvular leak (pvl). It was reported that this moderate pvl notified one day post-op was the aortic insufficiency that resulted in heart failure. 10 days following the valve implant procedure the patient was admitted to the emergency room for congestive heart failure. The patient was treated with intravenous therapy (IV) lasix and discharged the following day. Seven days after the patient was discharged from the emergency room, a left heart catheterization (lhc) identified a left main occlusion. It was presumed that the cause of the left main occlusion was the valve cage apparatus. However, it was inconclusive if the fractured surgical valve also contributed. The lhc also identified mild paravalvular leak (pvl). The following day the patient went into pulseless electrical activity (pea) arrest observed by the rounding cardiologist. Bradycardia with a heart rate of 38 beats per minute (bpm) was reported which then lead to asystole. A brief round of cardiopulmonary resuscitation (CPR) was initiated. An emergent catheterization was performed, and a temporary pacemaker was placed. It was inconclusive if the valve or the valve implant procedure compressed the conduction system causing the pea. The following day a transesophageal echocardiogram (tee) was performed which identified severe pvl between the surgical valve and the septum. It was also reported that the patient had an intra-aortic balloon pump (iabp). No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that sixteen days following the valve implant, the patient was admitted to the hospital for heart failure. Twenty one days following the valve implant, the patient had pulseless electrical activity (pea), cardiogenic shock and subsequently died. The cause of death was cardiogenic shock. The heart failure was caused by aortic insufficiency. Per the physician, it was presumed that the valve contributed to the heart failure. It is possible that occlusion of the left main coronary artery or compression of the conduction system were contributing factors as well. No autopsy was performed. Updated a.2 - date of death. Updated h.6 - patient code, device code. Additional patient code: c51223. Section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-23us, serial/lot (B)(6) use by date 2022.03.02, UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) was performed. The patient had a previously implanted non-medtronic surgical valve. The valve was attempted to be implanted, but the initial position was a bit deep, therefore the valve was recaptured and redeployed. At 80% deployment, a fluoroscopic assessment with contrast was performed. It was reported that there was more pvl than anticipated. The implanting team decided to deploy the valve and post dilate the valve as necessary. Upon final deployment, the valve was reported to be slightly deformed at the immediate inflow of the frame. A tee assessment was performed. Moderate pvl remained, therefore a post implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (true) balloon. The moderate pvl was unchanged, therefore a second bav was performed, however this time using greater pressure. It was reported that this increase in pressure may have fractured the previous non-medtronic surgical valve, but the physicians were unable to conclusively determine this. Another echocardiogram was performed, indicating the moderate pvl was still present, therefore it was decided to implant a second transcatheter valve. A second valve was successfully implanted. The implanting physician consulted with the cardiologist performing the tee. The cardiologist reported that there was unspecified pvl in the surgical valve which was found in the initial, pre-implant tee, however, this information regarding the unspecified pvl was not initially shared with the implanting physician. The procedure was completed. No additional adverse patient effects were reported.